Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. Reportedly, the customer had to plug the pump in multiple times for the pump battery to initiate charging. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.